Event description:
It was reported a patient underwent a hip arthroplasty on an unknown date. Subsequently, the patient was revised due to loosening of the stem. It was believed that the stem was loose due to infection. Attempts have been made, and no further information has been provided

Manufacturer narrative:
(B)(4). G2: foreign: country: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4;b5;g3;h2;h3. The following section was corrected: h10.  Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided, and a corrected report will be filed under MFR number 2648920 ponce.

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 2648920 ponce.